Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. A note of disconnected remote monitoring was present. The device remains in service. No adverse patient effects were reported.